Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that twenty days post catheter placement, the catheter allegedly had multiple rupture and leaked. There was no reported patient injury.

Event description:
It was reported that twenty days post catheter placement, the catheter allegedly had multiple rupture and leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation. One photo was provided for review. The investigation is confirmed for the reported catheter fracture as a split was noted distal to the sleeve of the catheter. However, the investigation is inconclusive for the reported leak issue as the exact circumstances at the time of reported event was unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.